Manufacturer narrative:
Uretro-renoscope has a slightly bent shaft; it appears that the scope has leaked as opticals are compromised resulting in cloudy visuals. Condition of scope is due to customer handling. There is no aspect of this scope that could have contributed to the ureter being cut.